Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain started or when implant migrated. This report is for unknown 7mm medium prodisc-c implant/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015 to remove a 7mm medium prodisc-c implant at c4-5 due to migration of the implant anteriorly, pain, and difficulty swallowing. The patient had undergone a total disc replacement on an unknown date. It was determined by another surgeon that the entire implant had migrated anteriorly. The patient had pain and difficulty swallowing. The patient was revised to a two-level fusion with a competitor's product. There was no reported surgical delay and the procedure was successfully completed. (B)(4).